Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: cuff miss/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, a cuff miss occurred. While returning the lever to park the foot, resistance was felt. Several attempts were made to retract the foot and remove the device from the patient. An x-ray was taken which revealed that the foot was partly outside of the distal guide. The device was removed with resistance. Once removed, tissue like material was found between the foot and the distal guide. When the material was removed, the foot retracted completely into the distal guide. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.